Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The facility stated the device will not be released. As the device was not returned for evaluation, inspection was unable to be performed. No device information was reported and the customer did not report lot# or serial # information. Therefore, the device history record (DHR) was unable to be verified. The reported event could be attributed to: user error (including user technique and methods) user moves the catheter incorrectly catheter curve shape inaccurate due to handling by the user the instructions for use (IFU) state: do not introduce the tip folded into the guiding sheath. Do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters the reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be re-opened.

Event description:
It was reported there was a complication during an ablation procedure conducted (B)(6) 2021, with a retained knotted left femoral vein catheter. The catheter wires entangled and had to be surgically removed. The reported issue occurred 10 minutes into the procedure. There was extended procedure time reported. However, the length of the extended procedure time was not reported. The procedure was not completed successfully as the ablation procedure was aborted and had to be rescheduled. It was reported the patient had no residual issue post removal. Following the aborted procedure, it was reported the patient had an episode of a-fib since leaving the hospital. The patient had the rescheduled ablation procedure done (B)(6) 2021. The rescheduled procedure was completed successfully.